Manufacturer narrative:
Patient called liaison line to report return of n/v symptoms, thought the battery was dead. Patient was advised to follow-up with provider to check battery and schedule replacement if needed. Battery was changed on (B)(6) 2025 by dr. (B)(6) at (B)(6). Explanted device was disposed of. No further action to be taken.

Event description:
Patient called in and reported that they had a return of n/v symptoms, they are home sick and not eating. If they eat, they are nauseous and vomiting. Patient said they think the battery is dead and the device had lasted for 2 years and they thought it would last 5 years.